Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a short battery life. Customer also reported that insulin pump did not alarmed. Customer did not used rechargeable batteries. Customer did not performed excessive button pressing. Customer did not performed daily rewinds. Customer stated that insulin pump in vibrate or vibrate and audio mode. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Software version 4.11e. Retainer ring black. Customer returned device for an alleged charge or battery lasts less than expected found on (B)(6) 2022. Device passed the displacement test and self test. The unit was failed to pass the active current test and sleep current test and was isolated to electrical board. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage and loaded voltage were within specific range. No alarms or alerts noted during testing, however, low battery alert was found on (B)(6) 2022 02:32 am in history files on event date. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapped out electrical board 1 with test electrical board 2 and confirmed high current on electrical board 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, stained keypad overlay, cracked keypad overlay, cracked case (battery tube). Charge or battery lasts less than expected is confirmed. Additional cosmetic damage is noted on unit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.